Manufacturer narrative:
The lens remains implanted, therefore, it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 45 days post lens implantation inflammatory cells, redness and white sheath like appearance, in front of optic were observed in the pt's right eye. Post cataract surgery treatment of antibiotic, corticosteroid, cycloplegic was stopped at 1 month post surgery. The doctor has restarted the pt on antibiotics, steroids, cycloplegic and treatment is ongoing.